Manufacturer narrative:
The date of this submission is 04-may-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 26-jan-2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using listerine ultraclean mint floss (route: dental, lot number 1634d, frequency and expiration date, indication unspecified). After an unspecified duration, the consumer stated that the whole mechanism of the floss completely fell apart. The consumer attempted to snap it back together but could not use it anymore. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states. Additional information was received on 10-mar-2015. The complaint sample has not been received for evaluation. A review of the data revealed no trend for the lot number. The retained sample was visually evaluated and met specifications for appearance. All product components; cutter, insert, bobbin, and dispenser, presented in good condition. The device history records were reviewed and no issues, defects or investigations were created related to insert breakage defect. The cutter-insert assembly did not present defect during the product manufacture. The manufacturing related issues were reviewed, and no issues were found associated with the lot number and product reported for insert breakage defect. The consumer did not provide information on whether the product was used for treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information was received on 20-apr-2015. The metal cutter was intact and broke while dispensing the floss. The plastic insert also popped out. The consumer used the device for general oral hygiene. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using listerine ultraclean mint floss (route: dental, lot number 1634d, frequency and expiration date,indication unspecified). After an unspecified duration, the consumer stated that the whole mechanism of the floss completely fell apart. The consumer attempted to snap it back together but could not use it anymore. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2015. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 26-jan-2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using listerine ultraclean mint floss (route: dental, lot number 1634d, frequency and expiration date, indication unspecified). After an unspecified duration, the consumer stated that the whole mechanism of the floss completely fell apart. The consumer attempted to snap it back together but could not use it anymore. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states. Additional information was received on 10-mar-2015. The complaint sample has not been received for evaluation. A review of the data revealed no trend for the lot number. The retained sample was visually evaluated and met specifications for appearance. All product components; cutter, insert, bobbin, and dispenser, presented in good condition. The device history records were reviewed and no issues, defects or investigations were created related to insert breakage defect. The cutter-insert assembly did not present defect during the product manufacture. The manufacturing related issues were reviewed, and no issues were found associated with the lot number and product reported for insert breakage defect. The consumer did not provide information on whether the product was used for treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.